Manufacturer narrative:
No button error alarm noted. Pump received no button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer received a button error alarm. It was also reported that insulin pump had a black circle on screen and was beeping. After troubleshooting, issue was not resolved. Insulin pump would need to be replaced.